Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the alleged use of a durom acetabular component. It is unk at this time if the hip product is actually a durom cup. The pt received the implant on (B)(6) 20088 and is being monitored due to unk reasons.